Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted as it would not fixate to the patient¿s heart wall despite several attempts. The lead was removed from the patient and the helix mechanism was tested and noted to be functioning normally. Following the patient¿s blood pressure dropped and a perforation was confirmed. A pericardial drain was inserted and 200 ml of blood was removed. The explanted lead was discarded following the procedure and will not be returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.